Manufacturer narrative:
The involved device could not be investigated by dräger and thus, no in-depth investigation could be performed. As per report, the ge service engineer has checked the interface of the vaporizer which connects it to the anesthesia workstation and has found no issues with it. The vaporizer itself is subject to routine maintenance in regular intervals whereby leakages and dosage deviations will be detected and corrected. These leakages and dosage deviations will be increasing over time if they are related to technical issues like wear-and-tear of sealing elements. Post market surveillance data reasonably suggest that the sudden occurrence of a significant leakage or dosage deviation without previous signs is rather to be attributed to other aspects like incorrect mounting of the vaporizer to the anesthesia workstation. There are appropriate risk mitigation measures in place - the IFU of the vaporizer requires that a pre-use check shall be conducted; an incorrect mounting will be detected if the test is performed thoroughly. Further, patient gas monitoring is mandatory for anesthetic procedures - deviations between set and delivered anesthetic gas concentrations will be detected. Finally, the reported issue may also be related to the condition of the individual patient - an aspect that would substantiate this is that no observations in regard to a potential malfunctions of the used products or alarms regarding leakages or dosage deviations occurred during the course of event were included in the information dräger has received. A reliable conclusion in regard to the root cause for the patient's report cannot be made; a causal connection to the involved vaporizer is however seen unlikely. H3 other text : device not available for evaluation.

Event description:
Dräger received the initial information about this event via the multi-vendor service of ge. It was reported that two vaporizers manufactured by dräger were used in connection with a ge anesthesia device. There was awareness of the patient occurring during surgery. As per report, the patient experiences post-operative complications such as nightmares etc. As a consequence of the awareness.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected d-vapor, serial no. (B)(6) , was produced in august 2013, a unique device identifier (UDI) is not required.

Event description:
Dräger received the initial information about this event via the multi-vendor service of ge. It was reported that two vaporizers manufactured by dräger were used in connection with a ge anesthesia device. There was awareness of the patient occurring during surgery. As per report, the patient experiences post-operative complications such as nightmares etc. As a consequence of the awareness.

Manufacturer narrative:
The evaluation has just started; results will be provided in a follow-up report.

Event description:
Dräger received the initial information about this event via the multi-vendor service of ge. It was reported that two vaporizers manufactured by dräger were used in connection with a ge anesthesia device. There was awareness of the patient occurring during surgery. As per report, the patient experiences post-operative complications such as nightmares etc. As a consequence of the awareness.